Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads, missing end cap sticker and corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump is broken around the battery hatch. Customer's blood glucose was 152 mg/dl. The customer received a replacement insulin pump.